Event description:
It was reported on 12/28/2022 by a sales representative via email that an abs-2016-02 biosurge kit leaks. Case involvement, no patient effect. Per facility: "completing a facl and when mixing the allosync pure, autologous bone from the graftnet and prp in a ratio of 5:3-5:1, all of the liquid prp came squeezing out, essentially drying up the bone graft material and making for difficulty implanting." Confirmed via email on 1/23/2023 that blood did leak from the syringe into the sterile field.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the reported event is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.